Event description:
Rapid infusion was in use 3-4 hours without incident. Alarm message indicated over heating followed by the cassette leaking inside the unit. The exsanguination protocol was in effect at time of issue. Unit was immediately removed from service and replaced with another unit and new disposable.